Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a procedure for a pulsed field ablation (pfa) procedure, a faradrive steerable sheath and farawave catheter were selected for use. The physician administered a heparin bolus after gaining groin access and prior to performing the transseptal puncture. The patient previously had a history of two kidney transplants. Following the bolus administration, the anesthesia team noted irregularities in the patient vital signs; however, the physician proceeded with the transseptal puncture, mapping, and ablation. After device withdrawal, the patient experienced continued bleeding from the groin access site (same side as device insertion) and the patient could not subsequently be removed from intubation immediately. After approximately an hour of intervention from the anesthesia team, it was believed that heparin induced thrombocytopenia (hit) occurred and subsequent medication resolved and stabilized the patient. It was also speculated that there may have been a pulmonary embolism present as well. Anesthesiology interventions were performed to stabilize the bleeding and metabolic reaction. Arterial line access was used for medications. The patient was transferred to the intensive care unit (ICU) and kept overnight for monitoring for potential pulmonary embolism. The issue is reported as ongoing and the patient remained hospitalized.